Manufacturer narrative:
The product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 22-sep-2025. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and functional tests were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. Therefore, the root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively to use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate neurovascular events with varipulse catheters, as previous investigations concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. Importantly, the mechanism for an incidence of stroke is multi-factorial. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that after a paroxysmal atrial fibrillation (afib) cardiac ablation procedure was completed with a varipulse¿ bi-directional catheter, vizigo sheath, and the ngen pump, the patient experienced a cerebrovascular accident and air embolism. It was reported that upon waking up after the procedure had been completed, the patient had left-sided immobility. A computed tomography (CT) was performed, but it was negative. The neurologist did not recommend any further testing, and no medical intervention was provided. The patient had a full recovery of the left-sided immobility. Additional information was received on 13-jul-2025. The patient had left-sided mobility issues immediately after the procedure. The neurologist did not believe any extra testing was needed after a negative CT. However, the physician insisted on performing an MRI on the same day. A lesion was seen on MRI. The patient recovered nearly 90% after the procedure. The physician did raise concerns to there being an issue with the flush lines and a nurse asked him to urgently turn off to patient to clear air out the tubing¿as such, this is a suspected neurological issue due to air embolism. Additional information was received on 15-jul-2025. The physician considers this event a stroke, patient is as of today still recovering, 90% better in terms of regaining left side mobility. The case was at 30 ml of irrigation. Paf patient, treated with pvi only. Patient presented in afib, was cardioverted, and then ablated in sinus. The procedural act started at 350 sec, 307 act for some part of procedure, but otherwise always over 350 sec, was 350 sec during case. Vizigo sheath was used. No pre-thrombus check was performed. 60-70 mg of protamine was administered based on weight of patient. The MRI was performed >24 hrs after positive - restricted diffusion within the right frontal and right parietal and occipital lobe, infarct. Patient was on uninterrupted eliquis prior to ablation. Additional information was received on 30-jul-2025. The physician¿s opinion on the cause of this adverse event was uncertain. The intervention provided was neurological exam, CT, and MRI. The outcome of the adverse event was improved. The patient required extended hospitalization for observation. The act before procedure was >400, and during the procedure was ~320 treated to >370. The sheath and the catheters were exchanged 5 times. One transseptal puncture site was performed during the procedure. 25 ablations were performed within the pulmonary veins, and no ablations were performed outside the pulmonary veins. The type of neurological issue observed was symptomatic. No evidence of char or blood thrombus/clot during the procedure. The patient does not have a previous history of stroke. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. There were no other observations such as intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors noted during the case. The patient¿s rhythm during ablation was paced. The type of electrophysiology procedure being performed was new. The findings from brain scans/MRI showed a lesion with MRI same day. The patient did not have any anatomical abnormalities. The nurse alerted the physician that she needed to flush through one of the sheath lines. The stroke was confirmed to be due to air embolism. The irrigation pump used for the procedure was a ngen irrigation pump. The event was assessed as MDR reportable under the varipulse¿ bi-directional catheter, vizigo sheath, and the ngen pump.

Manufacturer narrative:
The device evaluation details. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 29-jul-2025. A visual inspection and functional tests were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. Therefore, the root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. J&j medtech investigated potential device, procedure, and patient related factors. This investigation concluded that the devices perform as intended, that there are no differences in performance among the available varipulse¿ system configurations worldwide, and there is no causal relationship that has emerged to explain cva case. Importantly, the mechanism for an incidence of stroke or tia is multi-factorial. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate neurovascular events with varipulse catheters. Manufacturer's reference number: (B)(4).